Event description:
It was observed that during the device evaluation, the sonicbeat tissue pad was worn out and partially peeled off. There was no patient harm reported.

Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: tissue pad was worn out and some parts of it came off because the ultrasound was output with the gripping part closed without gripping the tissue (including after the tissue was cut). Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.